Event description:
A report was received that a pt was explanted due to infection at the pocket site. The sales rep was not able to confirm the date the infection started. The pt was experiencing swelling, redness and pus at the pocket site. The pt was given IV and oral antibiotics and is reportedly doing well after the explant surgery.

Manufacturer narrative:
The explanted devices were not returned for evaluation, because they were discarded by the medical facility.